Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead passes continuity testing. Stylet was returned not inserted in lead. Stylet would insert to about 8 cm from the stimulation end of the lead but no further. Stylet had abnormal bends. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt had a trial implant on (B) (6) 2010 using percutaneous trial leads. It was reported that during the trial the pt had good stimulation coverage. After the implant the pt was not getting the same coverage. Fluoroscopy revealed that the leads had migrated. The pt was taken back to operating room the same day to have leads repositioned. The physician successfully repositioned one lead using a stylet. It was reported he then attempted to reposition the second lead using a second stylet but unsuccessful. It was reported that he could not fully insert the stylet. He removed the lead and noticed that the stylet had stuck in the outer tubing of the lead. Both leads were removed, and the pt trial was rescheduled. The device was returned for eval. Follow up on the pt found that she has not yet had any additional procedures.